Manufacturer narrative:
(B)(4). (B)(6).

Event description:
The customer alleged a discrepant inr result when testing a patient with a coaguchek xs plus meter with serial number (B)(4). The following results were obtained: 11:46 am: 3.4 inr (with a data flag), 11:50 am: 1.7 inr, 11:51 am: 2.0 inr. All samples were capillary blood; each test was taken from a different finger. Quality controls were ok. The meter and test strips were requested to be returned. Relevant retention test strips (lot 247894-10) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were acceptable.

Manufacturer narrative:
The customer returned the meter and six vials of test strips of lot 24789411. The strips and vials showed no defects. The meter appeared undamaged and was clean on the outside. Retention meter and master lot strips were tested against the customer's meter and strips using 2 marcumar donors. Donor 1: retention meter/master lot: 3.4 inr. Customer's meter and strips: 3.4, 3.4, 3.3, 3.3, 3.3, and 3.3 inr. Donor 2: retention meter/master lot: 2.0 inr. Customer's meter and strips: 2.0, 2.0, 2.0, 2.0, 2.0, and 2.0 inr. The returned material meets specifications. Fields were updated.